Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited high defibrillation impedance, and it was out of range. No intervention was performed. There were no patient consequences.